Event description:
Revision surgery - poly swap, unknown reason.

Manufacturer narrative:
Poly swap, unknown reason. Due to the original poly lot numbers remaining unknown, simulated use testing cannot be conducted utilizing similar parts to simulate the event. Additionally, the poly component was implanted for over 10 years, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were 50 similar complaints identified for star poly swaps with no reported damage beyond normal wear. Previous complaints were investigated and documented by stryker prior to february 2023 and do not aid in investigation for this complaint. Similar complaints identified after february 2023 had a root cause of unknown and do not aid in the investigation for this complaint. Ohr review was not conducted due to the complaint part not being returned and the lot number remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available. The poly was not returned, so visual and dimensional inspection did not occur. Simulated use testing did not occur as the poly was implanted for over 10 years and the lot number remains unknown. The condition of the poly was not reported. Based on the limited information, and the poly not being returned, the root cause shall remain as unknown. The following information remains unknown: date implanted, patient height, weight, activity level, noncompliance, and co-morbidities, inventory type, lot number, inventory status. Information not provided is not available to the reporter. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that 736 tibial polymer components (pn:4oo-14x) were sold during august 2022 and august 2023. With 51 reported events, the occurrence rate is (B)(4). Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per rf-str-ooo1 revision 2 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. Though the root cause is unknown, it is not expected to be attributed to the supplier.